Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
The product complaint team has completed its investigation of the device which was returned to co with product inquiry # 973337. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes; staples in nose, yes(2); staples in the track, yes(13) and trigger engaged with precock, yes. Functional tests & results: cylced instrument, no. Analysis conclusion: based on the visual examination, it was concluded that the instrument jammed during surgery due to a yielded cartridge nose weld. No functional testing could be performed due to the yielded cartridge nose weld. No conclusion could be reached as to how the cartridge nose weld had yielded. Co reviews each incident as it occurs in an effort to continuoulsy improve products and processes.